Event description:
It was reported that the device was used during a laparoscopic diagnostic procedure. The hand activation worked intermittently and then stopped working completely. They pulled another device of the same product code and completed the case with no patient consequences.

Manufacturer narrative:
Based on analysis results, this complaint is now determined to be a MDR malfunction. The device was received in good condition. There was no visible damage noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument. The batch record was reviewed and no anomalies were noted during the manufacturing process.